Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified anterior tibial artery (ata). A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, during the initial inflation at 6 atmospheres, the balloon ruptured and a pinhole was noted near the center of the balloon. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition.